Manufacturer narrative:
Device evaluated by MFR: the device was received with a 0.035inch wire inserted through the wire lumen. The guidewire was kinked at various locations along its length. No damage was noted along the length of the device. An attempt to remove the wire failed. As a result the device and wire were dissected at 37.3cm distal to the strain relief. Once this dissection was made, both sections of the wire were removed from both sections of the dissected device. A large build-up of solidified blood was present on the wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This device was received with no reported issues.  However, upon review of this device, catheter entrapment was found.  A 9.0 x 40, 75cm mustang balloon catheter was selected to dilate the target lesion. An unknown guide wire was stuck on the balloon catheter. No patient complications were reported.